Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Patient stated that it was not working for them at all. They were dribbling now when before they used to have a good stream. Patient stated when pulling up their depends, they felt like that they pulled out a lead possibly. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.